Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the leadless pacemaker exhibited loss of capture. A micro dislodgement was suspected. The patient presented for a device replacement procedure. While attempting to retrieve the leadless pacemaker, it could not be snared with the retrieval catheter after several attempts and was ultimately aborted. The leadless pacemaker remained implanted but inactive, and a new pacemaker was implanted. The patient condition was stable.